Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit. Fail, receiver is in perpetual rebooting. Attempt to download the receiver log. Unable to down load logs from a scout receiver because its in perpetual rebooting. Perform log review. Unable to review because the receiver is in perpetual rebooting .perform receiver functional test. Unable to run test because of perpetual rebooting. The log was not downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.